Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a minimally invasive esophagectomy (mie) procedure. The needle fell into the cavity of the patient but it was retrieved. A new device was opened to complete the case. There was no patient injury.